Event description:
Device report from synthes europe reports an event in (B)(6) as follows: reportedly a patient who previously experienced screw removal for failed arthrodesis was implanted with a hindfoot arthrodesis nail and spiral blade construct. Postoperatively the blade migrated as a result of this the patient was revised to a new spiral blade. Eight weeks postoperatively the second blade migrated. It is unknown how the patient was treated following the second blade migration. This is 4 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant/explant unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.